Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported as follows: after connecting to the IV line, the hcp saw the fluid leaking from the catheter hub.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-04 . H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 22g x 1.00 in. Insyte autoguard bc catheter with no documentation to indicate the product lot. A device history review (DHR) cannot be performed as no lot number was provided by the complainant. A gross visual inspection of the returned unit found that there was damage to the inner wall of the catheter adapter near the luer. The unit was tested for leakage and leakage was observed at the luer. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. The observed damage is unlikely to occur in the clinical environment due to the luer geometry.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported as follows: after connecting to the IV line, the hcp saw the fluid leaking from the catheter hub.